Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2016. There were no bolus requests made on (B)(6) 2016. User does not utilize continuous glucose monitor (cgm) option with the g4 pump. Complaint could not be confirmed. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 66 mg/dl. The customer ate food to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issue, troubleshooting could not be performed.